Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 10/06/05, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that her one touch ultra meter was prompting error 5 messages. The senior medical affairs specialist spoke with the pt in 10/10/05 to obtain/verify info. The pt reported that she had been obtaining error 5 prompts intermittently for two months. In 10/04/05, the pt had a prescheduled appt with her cardiologist. She had not tested prior to the appointment; however, she had taken her regular dose of amaryl. Following her appt she began feeling shaky and having trembling sensations. She arrived home and attempted to test; however, the meter prompted an error 5. The pt reported being able to obtain blood glucose results the day before; however, she was unable to specify the exact results. Her husband contacted the paramedics and they arrived shortly thereafter. She was transported to the hosp, without a blood glucose test or treatment. She could not recall the result obtained at the hosp. No treatment was administered. She was advised to skip her evening amaryl dosage. At bedtime that same evening she attempted to test and the meter consistently prom pted an error 5. She administered 18 units of 75/25 insulin. No further treatment was sought. The customer care agent (ccr) verified that the test strips were in good ocndition and the pt was using the correct testing and cleansing techniques. The cca walked the pt through a retest and the error 5 message reappeared. Since the pt did not attempt to test prior to developing symptoms and did not receive any diabetes related medical attention by the paramedics or the hosp, there is no indication that the pt suffered injury due to the reported issues. This complaint is being reported due to the unresolved error 5 message. The meter, test strips, and control solution were replaced.